Manufacturer narrative:
(B)(4) - 1650de - MFR. Date: 10-31-2014 - exp. Date: 10-31-2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A male patient reported that he had experienced battery switching involving two batteries. This event was not associated with any pump stops and could not be reproduced by manipulating the connections. Of note, the patient had earlier reported the same issue with two other batteries that were not in use at the time of this event. The batteries were exchanged with no reported patient issue or injury.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly: model #/lot #, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Corrected: device manufacture date (B)(4) UDI number (B)(4) returned: 08/12/2016. (B)(4). It was reported that the patient was experiencing power switching. Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Additional information received from the field representative indicated that the two batteries attached to this complaint were involved also involved in power switching events under (MFR # 3007042319-2016-01846 and MFR # 3007042319-2016-01847). The patient remove the devices from use, but returned the batteries under MFR # 3007042319-2016-02919. The events under (MFR # 3007042319-2016-01846 and MFR # 3007042319-2016-01847) occurred on (B)(6) 2016. As a result, the log file analysis was performed on the available logs during this time frame ((B)(6) 2016). Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis of the controller ((B)(4)) revealed several power switching events involving (B)(4), due to momentary disconnections. Analysis of (B)(4) revealed that the battery passed visual inspection and functional testing. Analysis of (B)(4) revealed that the unit passed visual inspection but failed functional testing. The battery underwent a standard charge and discharge cycle with the intention of evaluating the performance of the individual cell pairs. It was found that a cell pair fell below the voltage requirement. Supplemental testing revealed that the cell pair's battery can (container) was found perforated. Additionally, corrosion was found due to the internal electrolyte leaking. This observation most likely occurred during the welding process of the terminal connection bridge weld that connects both cell pairs together. The most likely root cause of the reported event can be attributed to a combination of momentary disconnections between the controller and batteries and a battery with a perforated cell. Batteries (B)(4) were returned under (MFR # 3007042319-2016-01846 and MFR # 3007042319-2016-01847). Analysis of the batteries revealed that the units passed visual and functional testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.